Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported an sjm representative attempted to program the scs system for the first time after the implant procedure. However, the ipg was unable to communicate with the external devices. It was determined the ipg was inoperable due to a communication issue. The patient's ipg was explanted and replaced. The patient received therapy which resolved the patient's issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.